Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator found that the dilator (arteriotomy locator) was not packed in the package. There was no harm to the patient. A new product was used to finish the operation.

Manufacturer narrative:
The report is being submitted as follow up no. 1 to provide additional information and to provide the device return date. Additional patient information: patient is (B)(6).

Event description:
Additional information was received on 8/8/18. An angio-seal device was used to finish the procedure.

Manufacturer narrative:
One 6fr angioseal vip header bag was returned for evaluation. The header bag was completely open and the temperature sensor on the header bag was triggered. The header bag was opened and all of the present components were removed. The arteriotomy locator was not present. The hemostatic sheath could be seen threaded through the guidewire loop. The polyfoil pouch was still sealed. The reported event was determined to be manufacturing related and is being further investigated.